Manufacturer narrative:
A field service engineer (fse) determined that there was a blocked cell rinse mechanism; the cause of the blockage is unknown. The root cause is traced to a component failure. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable total bilirubin results from the cobas c 303 analytical unit. Sample 1 initial result was 46 umol/l, and the repeat result on (B)(6) 2025 was 10 umol/l. Sample 2 initial result was 45 umol/l, and the repeat result 15 umol/l. Sample 3 initial result was 33.9 umol/l, and the repeat result was 9.5 umol/l. The qc was reported as very poor for the day of the event.

Manufacturer narrative:
The total bilirubin lot number and expiration date were not provided. The operator replaced the total bilirubin cassette and has not had any additional issues. The investigation is ongoing.